Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported starting about a month ago or a month and a half they notice their ins charged is going down much faster that it normally does. Patient mentioned that when they have their ins charged at 100% after 12 hours the battery will drop to 40%. Agent asked if patient increased intensity and patient said the last time they change intensity was 2 months ago. Agent reviewed information on battery usage and depletion. Patient also added that starting about a month ago they started to feel the unit in their back gives an electric vibration down on their left leg. Patient also stated that they have a very strong vibration and it affects their mobility. Patient stated they don't know if something got dislodged. The patient was redirected to their healthcare provider to further address the issue.